Event description:
It was reported the patient¿s pump had been empty for years. The patient stated that her pump had been alarming once an hour. Per the patient she was supposed to have the pump replaced but the hcp would not replace the pump due to the ¿recalls¿ that came out. The patient stated she was in ¿horrible¿ pain and needed the pump replaced. The patient had been falling a lot lately and just left the hospital with ¿bleeding on the brain¿. Per the patient she was not discharged from the hospital, the patient left on her own because of the roommate. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).